Event description:
It was reported that the patient experienced a pulmonary embolism, thought to be caused by internal jugular vein thrombosis after pulmonary artery catheter insertion. The patient was post-op from CABG surgery. The swan ganz catheter was removed on post-op day two and the patient was transferred out of ICU. Upon arrival to the medical ward, the patient developed breathing difficulty. The patient was diagnosed with pulmonary embolism and a blood clot approximately 2cmx3cm was observed at the ij vein access site via echocardiography. After a prolonged hospitalization of two months the patient was discharged from the hospital in stable condition.

Manufacturer narrative:
The device was discarded at the hospital. No lot number was able to be obtained. Without the return of the product, it is not possible to determine if damages or defects existed on the product. It could not be determined if any clinical or procedural factors may have contributed to the event. No actions will be taken at this time.